Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. It was implanted five years and 3 months. It was returned for analysis.